Manufacturer narrative:
Balt USA reference: # (B)(4) investigation pending return of suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician was treating a large opthalmic aneurysm with a primary coiling technique. We were roughly 4 coils into treatment when we tried to use a 4mmx13cm max coil. We did make a few adjustments of the coil to try to get it to sit properly. Upon the third adjustment, the coil kicked the micro out of the aneurysm. The physician pulled coil back and tried to advance micro back into aneurysm. While doing that---the coil pre-maturely detatched. We had to use several techniques to retrieve coil and coil was ultimately retrieved with a stentriever. There was moderate vessel tourtosity but the coil should absolutely be more durable that it was. The pre-mature detatched coil did end up traveling into the mca during retrievel attempts--because of this, the patient ended up having clot at the m1 bifurcation that was removed with a red 43 aspiration catheter." Incident report form submitted for this complaint indicates that no patient injury was sustained.